Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic attempted to reproduce the issue and were able to confirm the issue as described through csr. The issue was then investigated through database application logs. The software support team's thorough investigation of the database application logs found that the patient's phone numbers were getting prepended with country codes incorrectly. The software did not successfully adhered to the specified requirements and performed in accordance with the expectations specified in the ""sw requirement doc"" field. Issue was confirmed by log analysis and reproduction. To assist with the resolution of the issue we escalated the issue to the test team. The test team confirmed the reproduction of the issue and put together an esf and hpsu to address the issue. This was due to an incorrect error handling causing certain ui elements to break upon encountering the mis-formatted phone number from the database. The fix will be released as soon as possible in the coming weeks. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a connection issue between pump and the mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. No product return is required for mmt-6101.

Event description:
Updated summary: it was reported to medtronic minimed that when the customer reinstalled the minimed app and tried to sign in, it said invalid username and password.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.